Manufacturer narrative:
This supplemental report is being filed to provide additional coding.

Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device has depleted from 54% to 16% battery after approximately six months. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. This supplemental report is being filed to provide additional coding.

Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device has depleted from 54% to 16% battery after approximately six months. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient's device is currently under advisory for premature battery depletion. The device has depleted from 54% to 16% battery after approximately six months. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
This supplemental report is being filed to provide additional coding.